Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it was difficult to place the introducer and the right ventricular (rv) lead was bent while multiple attempts were made to pass it through the introducer. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage during use. The analyst noted that the stylet is kinked at 7 cm from the distal end of stylet, once stylet is removed from lead, lead lays flat. Rv exposed coil is distorted at 55.2cm. Tissue visible inside helix.. No introducer was returned, therefore condition and brand are unknown, used a fresh mdt introducer and stylet, test passed. If information is provided in the future, a supplemental report will be issued.